Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral artery using indigo system cat5 aspiration catheter (cat5). During the procedure, while attempting to advance the cat5 through a non-penumbra sheath, the distal end of the cat5 became kinked and, therefore, it was removed. The procedure was completed using a new cat5 and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and is being included on this follow-up #01 MFR report:(B)(4). 1. Section d. Box 10. Returned to manufacturer on (mm/dd/yyyy) results: the returned indigo system cat5 aspiration catheter (cat5) was kinked at approximately between 120.0 cm to 121.0 cm from the hub. The device had ovalization at approximately 116.0 cm from the hub. Conclusions: evaluation of the returned cat5 revealed kinks on the distal shaft. If the peelable sheath included with the cat5 is not properly used while advancing the cat5 into a parent catheter, the cat5 distal shaft may become kinked. Further investigation revealed an ovalization on the returned cat5. This damage was likely incidental to the complaint and may have occurred during packaging for returned to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.